Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh were implanted into the patient¿s body due to cystocele and stress urinary incontinence. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. The patient underwent mesh revision/removal on (B)(6) 2010, excision of exposed mesh and cystoscopy were performed. On (B)(6) 2012 revision of mesh was performed due to mesh exposed along the anterior vaginal wall, dyspareunia, pain erosion and bleeding. No additional information has been provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.